Event description:
It was reported by service report that the frame at the head end on the pt right side of the bed was bent downward. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Bed frame was bent, frame not repairable, recommended be scrapped.